Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted, one in the 1st diagonal and one in the ramus. Approximately 19 months post procedure the patient suffered acute on chronic congestive heart failure which was treated with salt and fluid restriction, and diuresis. The investigator and sponsor assessed the heart failure as not related to the device or anti-platelet medication. Diagnostic tests also showed coronary calcification with chronically occluded 1st diagonal. Target lesion pci balloon angiography was carried out to treat 100% in- stent restenosis of the 1st diagonal. The investigator and sponsor assessed the cad and occlusion as possibly related to the device and not related to the anti-platelet medication. The patient recovered.